Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "disarm the fibrous tissue at the base of the breast that characterizes this type of deformity". Visual analysis: red particle material on the shell opening on anterior side.

Event description:
Healthcare professional reported left side rupture, visibility/palpability and unsatisfactory result. The device has been explanted.